Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary treatment. The procedure was completed successfully after the restart causing a brief delay of a few minutes. It was reported to philips that unable to perform geometry movements. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the c-arm was moving with a jerky motion. On further troubleshooting, the fse removed the l-arm cover and reset the c-arm movement circuit board, checked all connections for proper seating and damage, checked c-arm's back bolts and found no malfunction with the system. To resolve the issue, fse carried out adjustments and calibrations. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete by restarting the system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.